Event description:
Kimberly-clark's foreign distributor reported that a nurse suffered anaphylactic shock while wearing a tecnol procedure mask. The nurse had a cough, "got fluffy and caused an itch". Kimberly-clark has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
A sample of the procedure masks were received and were evaluated by kimberly-clark. The masks were intact but the pleats on one mask were slightly crooked. There was no additional information provided by the distributor regarding this alleged event.